Event description:
Reporter stated that pt's inr result with device was 7.2; lab inr for this pt was 4.x. Another pt's inr result with device was 2.3; lab inr for this pt was 1.8. No medication changes were made based on the inr results obtained with the device.